Event description:
It was reported that myopotential signals were sensed as nosie. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.(B)(6).